Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with customer, customer declined to continue to troubleshoot. No additional information was provided.